Manufacturer narrative:
Evaluation of the specific devices reported by the complainant was not possible, as the devices were returned under a demo account and subsequently scrapped. Analysis was not possible. Review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A complaint history review identified one additional complaint for this lot number on file. A root cause could not be determined without examining the device that was used during the event. No further investigation can be performed at this time. (B)(4).

Event description:
During a sub acromial decompression procedure it was reported that metal shavings flaked off into the joint. The metal shavings were removed by suction and flushing the joint area and the procedure was completed with the same device. There was a fifteen minute delay reported for this event.